Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the balloon sheath having been removed from the balloon. The balloon sheath was returned and was found to be undersized. A search of the complaint handling database was performed and there were no other incidents reported for inability to remove protective sheath from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records; however, based on an expanded investigation, it was determined that the difficulty in balloon sheath removal may be related to manufacturing. Assessment of the issue is ongoing and will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the 3.50 x 12 mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove. During the procedure of the concentric, non-tortuous, 75% stenosed, de novo, proximal left anterior descending (lad) artery, the bdc was advanced without resistance and positioned in the lesion, but failed to inflate. The device was removed from the anatomy without reported issue. Outside the anatomy the balloon was inflated to 26 atmosphere (atm) and still did not inflate; however, it suddenly inflated and ruptured. There was no adverse patient effect. The procedure was complete using percutaneous transluminal coronary angioplasty (ptca). There was no reported clinically significant delay in the procedure. No additional information was provided.